Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak in the hydropneumatic area of synchron lxi 725 clinical system. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
A bci field service engineer (fse) found the tubing was loose at the fitting. The fse cut off the damaged tubing and reseated onto the fitting.